Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sugar glucose vs blood glucose issues. Customer ate 2 glucose tablets and checked their blood glucose level and it was low. Customer advised they were pulled over by police and paramedics were called. Customer was given glucose gel and when their blood glucose went to 80 mg/dl the police and paramedics let them go. Customer refused to go to the emergency room. Customer advised they changed their basal rate settings and believe this may be the reason for their blood glucose levels constantly changing. Customer declined to troubleshoot for low blood glucose. Customer advised their recent blood glucose level was 171 mg/dl and their sugar glucose was 69 mg/dl. Customer advised it was beeping and the insulin pump suspended as a result. Troubleshooting for the sg vs bg was performed. Customer calibrates only twice a day, however, they were advised to calibrate at least 3 to 4 times a day.